Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the hydraulic lift with adjustable base of having a bent right lift leg. Due to the severity of the bent right lift leg, the lift was unstable. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: patient transport. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the hydraulic lift with adjustable base of having a bent right lift leg. Due to the severity of the bent right lift leg, the lift was unstable. The end user states in december, she was up in the lift and it tipped to the right and she hit the floor. The end user alleged she had a contusion on her right buttocks from falling to the floor. The caller states the provider came out and replaced the wheel. The end user alleged she only uses the lift to get from the chair to the bed. Update from 01/27/2016 added by consumer affairs: reporter stated the wheel broke and the dealer replaced it. No medical intervention.

Manufacturer narrative:
Should additional information become available a supplemental record. Will be filed.

Event description:
The end user states in (B)(4), she was up in the lift and it tipped to the right and she hit the floor. The end user alleged she had a contusion on her right buttocks from falling to the floor. The caller states the provider came out and replaced the wheel. The end user alleged she only uses the lift to get from the chair to the bed. Update from (B)(6) 2016 added by consumer affairs: reporter stated the wheel broke and the dealer replaced it. No medical intervention.